Event description:
Will not prime and cartridge not locking in.

Manufacturer narrative:
Unit was received and serviced (B)(6) 2013, no comment or investigation notes, spacers replaced per CAPA (B)(4); no service records on the unit since the spacers were replaced, no complaints from this facility for consoles or microtips since this incident (there were misc complaints for expired product and service issues).